Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
Section a2: patient age is estimate based on age at time of implant. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists all adverse event that may be associated with the use of heartmate ii lvas, including death. A specific cause for the reported patient outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. Due to privacy laws, the cause of death and further information regarding the event could not be provided. The device was not explanted and was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.